Event description:
Circuit melted and lost pressure. Respiratory therapist was present and replaced circuit. It was reported that the circuit tubing had been strapped together and pinned to the sheet.

Manufacturer narrative:
The sample was received for evaluation and was evaluated according to the mfg facilities inspection procedure. The wire resistance was tested and found acceptable, however; both the inspiratory and expiratory tubing were found to be melted together. Therefore, we are able to confirm the issue reported. No other anomalies were found on the samples received. Based on the info received from the customer, it appears that the circuit tubing had been strapped together and pinned to the sheet which most likely contributed to the issues reported. The instructions for use does warn: "objects such as heavy tapes, towels, or bed lines may over insulate the circuits, impede normal heat convection, and cause damage to the tubing or interruption of gas delivery to the pt." The device history record for the lot reported was evaluated for any issues related with this customer report and no issues were found. The product was manufactured, inspected and released in accordance with our internal procedures, and no issues were observed. The mfg process was also reviewed, and no problems were found related to the issue reported.